Event description:
The customer called and reported that the field service representative was in earlier performing preventive maintenance on the analyzer and some additional work on the pump. When the customer ran the quality controls, these had erratic results that required the controls to be repeated for multiple assays. Once the customer was able to get the controls within range, they then ran an unspecified number of patient samples. The customer stated that they started getting erratic results on patient samples for multiple assays including drugs of abuse tests. The customer would not provide specific results when asked and stated that they were flagged. The samples were repeated on their other c501 system and the results were within normal ranges. Some of the positive drugs of abuse test results repeated as negative. Again, the customer was asked, but did not provide specific results or state which specific tests were involved. The customer stated they have repeated all patient samples run on this instrument on their other c501 instrument with exception of drugs of abuse tests which they do not have installed on the other instrument. The customer stated that they would not release any results from the analyzer and were not going to use the instrument until the field service representative came back to address the issue. The customer stated that they will also hold results from the drugs of abuse tests. The customer called back and stated that they discovered that three patient samples had erroneous results that were reported outside of the laboratory for creatinine plus (creatinine) and glucose hk (glucose). The first sample initially resulted as 0.1 mg/dl for creatinine and this value was reported outside of the laboratory. The sample was repeated on a different c501 analyzer and resulted as 2.0 mg/dl. The repeat result from the other c501 analyzer was believed to be correct and the initial result was corrected. The second sample initially resulted as 0.3 mg/dl for creatinine and this value was reported outside of the laboratory. The sample was repeated on a different c501 analyzer and resulted as 1.4 mg/dl. The repeat result from the other c501 analyzer was believed to be correct and a the initial result was corrected. The third sample initially resulted as 294 mg/dl for glucose and this value was reported outside of the laboratory. The sample was repeated on a different c501 analyzer and resulted as 130 mg/dl. The repeat result from the other c501 analyzer was believed to be correct and a the initial result was corrected. The patients were not adversely affected. The creatinine reagent lot number was 69071001 with an expiration date of 07/31/2014. The glucose reagent lot number was 68809801 with an expiration date of 11/30/2014. The field service representative determined that the vacuum tubing for the naoh detergent line was pinched. He adjusted and realigned the tubing. He ran quality controls.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.